Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) instrument arm drape was analyzed and found to have one of the clips on the outer labyrinth of the drape bent outwards. As a result the drape could not be installed onto the system. The complaint regarding the clip on the camera side is not attached was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user noticed that the clip on the camera side of the single port (sp) instrument arm drape was detached. There was no report of patient involvement or patient injury.